Manufacturer narrative:
(B)(4).

Event description:
--

Event description:
Boston scientific received information that this local representative contacted boston scientific's technical services (ts). Ts was informed that the local representative was planning to discuss this issue with the physician. Ts commented that according to the information from the patient's monitoring system, the most recent data upload occurred in mid-may 2014. The patient is 0% right atrial paced and 94%/99% biventricular paced. The last shock delivery occurred in 2009. Stored data does indicate that the patient had nonsustained and monitor only zone events in may 2014. Ts explained the battery depletion issue and reiterated that the patient should be scheduled for device replacement.

Manufacturer narrative:
(B)(4). Upon receipt at our quality assurance laboratory, this device was thoroughly inspected and analyzed. Review of the device memory confirmed that no low voltage alerts (code 1003) had been declared. External visual inspection of the device noted that all of the seal plugs were intact and all of the setscrews operated normally. Lead seal witness marks indicated that all of the lead's terminal pins were fully inserted. Initial automated testing verified basic sensing, pacing and shocking functions of the device. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with compromised low voltage (bypass) capacitors connected to the device¿s battery. Low voltage capacitors are used in the device¿s high-voltage charging operation in order to facilitate fast charge times. Malfunction of these capacitors resulted in a high current drain, which was depleting this device¿s battery faster than normal. On august 29, 2013, boston scientific distributed a letter to physicians concerning this issue. This letter informed physicians that, in a subset of devices, the performance of a low voltage capacitor may be compromised over time, causing increased current drain that can lead to premature battery depletion. This device is not a part of the identified population.

Event description:
As part of an analysis to review the safety architecture low voltage alert (code 1003), battery voltage data was pulled from the remote patient monitoring system. During our analysis, the device was identified as demonstrating evidence of premature battery depletion that could potentially lead to compromised therapy if not addressed in a timely manner. Boston scientific technical services proactively reached out to the local representative to notify them of this finding and recommend device replacement. At this time, the device remains implanted and no adverse patient effects were reported.

Event description:
Boston scientific received information that this patient was presented back to the electrophysiology (ep) laboratory. The device was explanted and replaced without incident. The device was received at boston scientific's return products department.

Manufacturer narrative:
(B)(4). Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to this anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was not included in the august 29, 2013 advisory population, but was added to the expanded population on september 17, 2014.

Manufacturer narrative:
(B)(4). The device remains in service at this time. This report will updated upon receipt of additional information.

Event description:
--

Manufacturer narrative:
(B)(4). The device is currently undergoing detailed analysis to determine root cause.